Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is 200 mg/dl. The customer stated that he changed the battery and the screen turned off. The customer stated that the pump alarmed continuous beeps and would not stop. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to perform a self-test. The customer stated that the pump turned off after the self-test. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with high idle current due to moisture damage found on all the electronic assemblies. No unexpected blank display anomalies, audio or beep anomalies or reservoir volume icon anomalies noted during our testing. The insulin pump passed self test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.